Manufacturer narrative:
As per EU gdpr (general data protection regulation), only the patient's weight, gender, and age can be reported in any regulatory report. Thus, the patient's initials and date of birth will not be reported. Date of event: date of event was approximated to march 26, 2012, implant date, as no event date was reported. This was reported by the legal representation of the patient. The surgeon is: (B)(6). Patient code 2348 captures the reportable event of unknown injury. Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx system, curved device was implanted into the patient during a procedure performed on (B)(6) 2012. As reported by the patient's attorney, the patient has experienced an unspecified injury. Boston scientific has been unable to obtain additional information regarding the event to date.